Event description:
While doing cataract surgery alcon phacoemulsification machine would continuously run even when not touching foot pedal.====================== health professional's impression======================believe the cassette in machine was malfunctioning. Tried to replicate with same cassette later that day (not on pt)could not replicate. Have not had trouble since.